Event description:
Medication error in setting up pca pump. Patient received 100 mg. Demerol instead of 10 mg/6 min intervals. Patient put on frequent vs/pulse oximetry. Patient experienced some mild hallucinations. No respiratory distress. User error.